Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The delivery system was not returned, but the capsule was available for evaluation. Visual inspection found no notable conditions. It was reported that after deployment; the doctor went to confirm placement and did not see the capsule in the esophagus. Instead, it failed to attach to the patient¿s esophagus and was sitting above the larynx. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after deployment, the doctor went to confirm placement and did not see the capsule in the esophagus. Instead, I t failed to attach to the patient's esophagus and was sitting above the larynx. The capsule was retrieved through roth net.